Event description:
It was reported that after a laparoscopic gastric bypass procedure, a post-op leak developed 3-4 days after the original procedure. A reoperation was performed and methylene blue was used to detect the leak. The leak was found on the pouch and it was noted there was serosal necrosis along the staple line. There were no issues with staple formation noted. There were no issues reported during the original procedure. The leak was repaired and the patient is doing ok at this time. One device was discarded.

Manufacturer narrative:
(B)(4). Video an intra operative video was provided. The ¿b¿ formed staples observed in this video, appeared to be acceptable ¿b¿ forms. The were staple forms that would not have provided good hemostasis if place in healthy tissue. After formed staples are placed, if left alone and not overly manipulated the shape will not change shape. There were no stapling related issues identified during the video review that would implicate the performance of the device as being a contributor to the necrosis observed. Esc medical director medical opinion is that dood staple form was observed throughout the staple line. There were discrete areas of necrosis that appeared to be due to either local trauma or perhaps local ischemia. It is difficult in retrospect to determine whether a tissue failure resulted in this outcome or a mechanical failure of the staples themselves. It was concluded that the post operative complication experienced was not related to the performance of the device and/ or placed staple lines.